Event description:
A hosp reported to our distributor that the heater wire alarm on the humidifier sounded after a day of use with the rt225 infant bias flow breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The prod involved in this complaint is not sold in the USA but it is similar to a prod which is sold in the USA. The device was not returned to the MFR. An investigation was carried out based on the event description and on previous experience with similar complaints. Results: a lot check showed there were no other similar complaints for this lot number. It is likely that the heater wire alarm was caused by poor heater wire electrical continuity in the breathing circuit. Conclusion: every breathing circuit heater wire is electrically tested during production. Those that fail are rejected. This suggests the resistance of the heater wire changed after the device was released to market. The humidifier detected this and issued the heater wire alarm. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last yr of 0.001%.